Event description:
Philips received a complaint by the customer on the v60 indicating that the central processing unit (cpu) tray cover was broken and not holding the v60 to the cart. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the central processing unit (cpu) tray cover was broken and not holding the v60 to the cart. The customer stated that the screws that go in the back of the device that screw into the cart were gone, so the device was moving freely. The remote service engineer (rse) provided the customer with the part number and price of the replacement cpu tray cover and u-stand thumbwheel for repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 02may2025, the biomedical technician ordered and installed the replacement central processing unit (cpu) tray cover and u-stand thumbwheel and verified that the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.